Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Set received unexpectedly, presumed backcheck valve failure based on info received from the customer regarding other recent files, and the set was received in the package with a set that is being investigated for backflow in file (B)(4). No other info is available, there was no report of any pt harm.